Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. Service review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. Manufacturing record evaluation (mre) review: a manufacturing record evaluation (mre) was performed for the finished device lot number, and there were no non-conformance's identified that was related to the reported complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that the battery reciprocator device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had a damaged wire on electronic control unit, the driveshaft came apart from a corroded gear box, there was an unknown liquid inside gear box, and the motor was worn. It was further determined that the device failed pre-test for check function of the device and check oscillation frequency with frequency meter. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.